Event description:
A report was received that the patient will undergo an explant procedure due to unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure due to unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure due to unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was patient preference. The patient was having inadequate stimulation.

Manufacturer narrative:
Sc-1110-02 ((B)(4)) device evaluation indicated the ipg passed visual, electrical, performance and photographic imaging test performed. The ipg exhibited normal device characteristics. Sc-2218-50 ((B)(4)) device evaluation indicated that the damage to the leads was consistent with damages done during the explant procedure and it was not considered a failure. Sc-4316 visual inspection of the clik anchors revealed that both have one torn eyelet. No parts of the anchors were missing.